Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) = damaged duckbill the analysis results found that the b15lt device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic band procedure, the trocar was leaking. No other details are known. No patient impact reported.

Event description:
Legal documents state that the pt was revised to address "considerable pain, weakness, soft tissue swelling and discoloration, and a progressive squeaking sensation in her right hip".